Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed power module. During evaluation, it was confirmed that the unit was unable to power up. Back side of the power module was burned. Power module was replaced. After replacement, this device was evaluated for functionality. It passed all tests successfully. The evaluation found no other issues with the arctic sun performance. The did not meet specifications and was influenced by the reported failure. The device was not in use on a device patient. A DHR is not required as this is not an out-of-box failure. A reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was unable to turn on the power. Per review of wo on 20apr2023, no patient involved, symptoms were detected during the equipment inspection. The root cause was determined to be a damaged power module. Back side of the power module was burned. Per follow up information received via email on 27apr2023, they replaced the device on the field. Replaced power module and then the device was done. Power module was damaged during the use of device. Because of damaged power module, the device was unable to turn on the power.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was unable to turn on the power. Per review of wo on 20apr2023, no patient involved, symptoms were detected during the equipment inspection. The root cause was determined to be a damaged power module. Back side of the power module was burned. Per follow up information received via email on 27apr2023, they replaced the device on the field. Replaced power module and then the device was done. Power module was damaged during the use of device. Because of damaged power module, the device was unable to turn on the power.